Manufacturer narrative:
The product was discarded and not returned for evaluation. A review of the device history record (DHR) was conducted which revealed that the product was released meeting all quality criteria and manufacturing specifications. UDI #: (B)(4). Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received on 01 oct 2018 from a nurse regarding pre-mixed dialysate bags which ruptured while activating the solution for patient use. There was no report of an adverse event.